Event description:
It was reported that the pt experienced an overdose following a pump and catheter replacement. The pt was on a ventilator. Per the report, the bolus of the catheter and pump tubing was programmed correctly. It was noted that the pump rate was reduced to minimum rate. It was unk why the pt was overdosed. The pt outcome was reported as "doing fine". The pump was used to deliver dilaudid.